Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time are inaccurate. Reportedly, the pump was off for an extended time period. Tandem technical support guided the customer through adjusting the pump date and time. Customer's blood glucose level was 85 mg/dl.